Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4) device not returned. This medwatch report is in response to receipt of maude event report mw5102332.

Event description:
It was reported that a patient underwent a planned parotidectomy with facial nerve dissection and preservation in (B)(6) 2021 and suture was used. During the procedure, a needle tip (1 mm) was noted to have broken off. The wound was explored without success, but radiograph confirmed presence. The surgeon determined the risk outweighed the benefit of removal. There were no patient consequences reported. No further information is available.